Manufacturer narrative:
This MDR dated 05/01/2017 references accriva diagnostic' complaint (B)(4). The lot number of the response celite act tube used during this case (a7fte001) is referenced by accriva diagnostics' complaint (B)(4) and will be submitted as a child case to the parent complaint ((B)(4)). Accriva diagnostics has requested all data required for form 3500a.

Event description:
Healthcare professional reported a product problem with a hemochron response and act tube system. A patient was undergoing cardiac surgery for aortic stenosis and atrial fibrillation and was being anticoagulated with intravenous bolus doses of heparin. The target act was >500 seconds. The end user (perfusionist) tested a whole blood sample with the hemochron response and act tube system in the middle of the procedure and the reported result was >1000 seconds, meaning the test did not reach the end point. The act tube was pulled out and the end user observed that a solid clot had formed within the tube. The end user repeated the test on another hemochron response instrument using the same lot of act tubes (a7fte001). The act reading was 513 seconds, which was an expected result. The procedure was completed and no bleeding or other complications were reported. The end user claimed that quality controls (electronic and liquid) passed on this instrument. No adverse event(s) reported.

Manufacturer narrative:
This MDR dated 05/08/2017 references accriva diagnostic' complaint number (B)(4). The lot number of the response celite act tube used during this case (a7fte001) is referenced by accriva diagnostics' complaint number (B)(4) and was submitted as a child case to the parent complaint ((B)(4)) on 05/01/2017. This follow-up MDR #1 provides the results of the device evaluation of the instrument (hr7835) and the device evaluation of the disposable act tube (a7fte001). Method: the actual hemochron response instrument and the same lot of disposable act tube were evaluated. Results: no failure detected. Complaint evaluation summary for the instrument dated 05/08/2017 showed that the device operated within specification. The complaint evaluation summary for wet quality control results assayed with reserve samples from the same lot of act tubes dated 05/01/2017 did not reveal any performance issues. Conclusion: unable to confirm complaint.